Event description:
During a coronary stent procedure involving a calcified and 100% stenotic lesion of the lmt to lad, the physician experienced removal difficulties. The physician had successfully deployed a cypher stent in the lmt to lad. The maverick 2 monorail balloon catheter was being used for post dilatation of the stent. During removal, resistance was encountered. Upon removal, it was noted that the shaft had stretched. No pt injuries or complications were reported.